Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data showed that the current date range did not cover the complaint date due to continued customer use. An occlusion alarm was found in the available date range. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The caps were not return with the pump and using test caps, the pump powered up and performed properly. Pump delivery accuracy reading and force sensor calibration reading were within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences.

Event description:
The patient reported that she experienced a blood glucose (bg) of hi on the meter (above 600 mg/dl) with a stomach ache. The patient's bg reportedly decreased to 561 mg/dl after a site change. The patient reported that the pump emitted several occlusion alarms after a site change the previous evening and her bg elevated. The patient reported that the site was changed with a diabetes educator and the pump has emitted two occlusion alarms since the site change. The patient reported that the site was intact and the cannula was not bent but she was using a new area not previously used. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.